Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. The patient stated the cgm was displaying 350 mg/dl and was losing consciousness. A finger stick reading was performed, and the bg meter reading was 25 mg/dl. The patient¿s daughter provided the patient with glucose gel and the patient recovered. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.